Event description:
It was reported that the lead exhibited diaphragmatic stimulation. The lead was programmed off until repositioning could take place.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.